Event description:
It was reported that during the use of the device for a non-clinical activity at the (B)(4) facility, the roller pump had a "belt slip error" due to grease leakage from the main bearings. There was no pt involvement.

Manufacturer narrative:
The reported belt slip errors could not be confirmed. The roller pump operated properly during all functional testing. The pump was removed from the lower housing and a very slight amount of oil that appeared to have separated from the main bearing was found on the encoder wheel and also on the threads of the main guts shaft. The service technician replaced the main bearing seal and main drive belt, performed preventive maintenance and verified the roller pump operated to MFR's specifications. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.